Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately high as compare to her normal readings/feelings. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The customer care advocate (cca) was advised by the patient that the alleged issue occurred on (B)(6) 2012 at approximately 6 am in the morning. She reported testing and receiving a blood glucose result of "170mg/dl" with the lifescan meter, which she felt was higher than normal. The patient advised the mss that she considers a blood glucose range of "125-140mg/dl" (fasting) to be normal. She stated her lunch time reading was also higher than normal at "180mg/dl." The patient tests 4x per day. She manages her diabetes with 1000mg metformin pills 1 in the morning and at supper and continued with her usual diabetes management routine in response to the alleged issue, and just avoided "starchy foods." She claimed at an unknown time later that day before supper, she developed symptoms of feeling "shaky and nauseated," therefore, tested and received a value of "200mg/dl" on the subject device. She self-treated immediately after testing with peanut butter or cheese (couldn't recall) and felt better within 30 minutes. No other device was used for testing. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The subject test strips were in good condition. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up (1/24/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2013 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.